Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 451 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to push. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 451 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act, esc and down arrow buttons did not respond due to flattened button dome switches. No unlock on keypad connector noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Customer states she was taken off pump in (B)(6) 2017 and hcp wanted her back on the pump and found the keypad issue.